Event description:
It was reported that the patient presented to the emergency room (ER) due to severe cramping and was administered with steroids. Imaging was done while in the hospital and result was unremarkable. Program optimization was also done to avoid feeling stimulation in the abdominal area. There were no other reported complications.